Event description:
The pt was seen by the healthcare professional for a skin flap infection on 4/9/1998. The skin flap was treated but did not heal. The implant was explanted and the child was reimplanted on the opposite side. No further info is available on this pt who was implanted outside the USA.